Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported unstable hemostasis valve could not be determined. The unstable/loose hemostasis valve; however, caused air to enter the hemostasis valve (leak). Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Manufacturer narrative:
(B)(4). The steerable guide catheter is not returning for evaluation. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the device leak. It was reported that during device preparation, the hemostasis valve of the steerable guide catheter (sgc) felt loose. After the dilator was inserted a couple of cm into the hemostasis valve, air entered the hemostasis valve. The sgc was re-prepped, but the result was the same, so the device was not used. Another sgc was successfully prepared and used to complete the procedure. There was no additional information provided.